Event description:
Customer reported that pump battery would not charge. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Customer was instructed to plug pump into a different wall outlet, but charging issues persisted. As customer had no alternative adapters or charging cables, a replacement cable and wall adapter were sent by technical support. If battery depleted before replacements arrived, customer was advised to use an insulin pen. The pump began charging with new cable.